Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius res (regional equipment specialist) technician was contacted by a user facility biomedical technician reporting a 2008t machine with a power cord that was blackened from heat damage. The res ordered the power cord and the biomed replaced the power cord to resolve the reported issue. There was no patient involvement, no harm, or adverse event reported. The machine has been returned to service. Due diligence attempts were exhausted, but additional information was not provided.

Manufacturer narrative:
Additional information: updated event description. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Updated event description: a fresenius res (regional equipment specialist) technician was contacted by a user facility biomedical technician reporting a 2008t machine with a power cord that was blackened from heat damage. The res ordered the power cord and the biomed replaced the power cord to resolve the reported issue. There was no patient involvement, no harm, or adverse event reported. The machine has been returned to service. Upon follow up with the biomed, it was confirmed confirmed there was no observed burning smell, smoke, spark, flame, or arcing when the issue occurred. It was also confirmed that the issue was found during routine maintenance.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The biomedical technician reportedly replaced the power cord to resolve the issue and return the machine to service. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.